Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. The instrument failed the electrical continuity test during preliminary testing. The instrument was disassembled and the housing was removed, inspection identified that the conductor wire was broken at the proximal end. It was indicated that this condition can cause an issue with the instrument's energy activation functionality. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. During the surgical procedure, the surgeon used the mbf instrument reported on this event. The mbf instrument was used once with 6 remaining usage life remaining. Isi has also reviewed the site¿s complaint history and no related complaints have been identified. Based on the failure mode, no additional photo/video analysis or technical review are necessary. The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because damage to the conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date: this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's first usage and, therefore, the instrument had not expired. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, although no issue was observed with the energy delivery functionality of the maryland bipolar forceps instrument, the user felt that the energy output was inadequate. Troubleshooting was performed by replacing the instrument to the backup and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No known impact or patient consequence was reported.